Event description:
While onsite the customer's facility, an olympus field service engineer (fse) reported the subject device was deformed and the brush bristles fell off the channel cleaning brush after first use. The reported issue occurred during reprocessing. This report is being submitted for the reported issue (brush bristles fell off). There was no patient involvement.

Manufacturer narrative:
The subject device had been cleaned manually using steris medical enzyme detergent, followed by disinfection with lircon phthalaldehyde solution, and sterilization by soaking the device for five minutes at 26 degrees. The suspect device has not been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Upon further review, this record is a duplicate record and was previously reported under medwatch report #8010047-2022-10569, with patient identifier (B)(6).